Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. The related retention test strips were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
This event occurred in (B)(6). The occupation is lay user/patient.

Event description:
The patient stated that he received an erroneous result when testing with coaguchek xs meter serial number (B)(4). The patient has been using the meter since 2011 and has only recently noticed discrepancies in meter results compared to results measured in the laboratory. The patient tested a sample with the meter and the result was 5.2 inr. At an unknown time, a sample from the patient was tested in the laboratory using an unknown method, resulting as 3.5 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.5 - 3.5 inr. The patient has not had any recent lifestyle changes. The patient does not have any known impaired liver function.